Event description:
It was reported by service report that the fowler drifts under weight and the footboard had no bed exit or scale functions. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.